Event description:
The accounts maintenance stated that the head section will drift down slowly. He has disconnected the CPR function and the head section continues to drift.

Manufacturer narrative:
The account replaced the head actuator to repair the bed.